Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this programmer interrogation of this pacemaker system was unsuccessful. Technical services (ts) discussed troubleshooting options and optimal wand placement. Other actions taken included powercycling the programmer and confirming programmer software was up to date. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding the initial reporter's name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful. Technical services (ts) discussed troubleshooting options and optimal wand placement. Other actions taken included powercycling the programmer and confirming programmer software was up to date. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that programmer interrogation of this pacemaker system was successful after replacing the programmer wand. This pacemaker remains in service. No adverse patient effects were reported.